Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that patient's implantable neurostimulator (ins) was loose in the pocket which caused recharging issues. There were no falls or trauma reported related to the issue. No patient symptoms were reported in the event. The indications for use for the implanted device were noted as non-malignant pain and failed back surgery syndrome. If additional information is received, a follow up report will be sent.